Manufacturer narrative:
Arjo became aware of the citadel plus bed frame malfunction. One of the side rail panels was cracked and partially detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition. It was mechanically damaged, the side rail panel was cracked and partially detached from the side rail mechanism because the screws holding the panel to the mechanism were pulled out. The circumstances in which this issue occurred are unknown. According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective, the citadel plus bed did not meet the performance specification. No patient was involved when the issue was detected. The circumstances in which this issue occurred are unknown. The complaint was decided to be reportable due to the side rail panel partial detachment.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. One of the side rail panels was cracked and partially detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported.